Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late (B)(6) 2021, to detect and cancel the test instead of releasing false positive results.

Event description:
Customer reported that they received positive result (cartridge sn (B)(4) with lot 20142k immediately followed by negative result with cue reader sn (B)(4). On (B)(6) 2022 customer emailed that they took multiple confirmatory cues and also a pcr on the same day as the false positive and all were negative. The tests were stored at the correct temperature. There were no symptoms displayed and also fully vaccinated.